Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone at the metal cap open end; the fiber is bent at the metal cap open end; there are no signs of melting at the proximal fracture location; the metal cap exhibits moderate charred detritus adhesion; the glass cap exhibits severe devitrification at the output window; the fiber proximal to the proximal fracture can rotate independently of metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 15,805 joules while using the surgical fiber during a prostate procedure, the "fiber cracked and overheated." Time expended: 4:18 minutes; the fiber was cleaned during the procedure. The fiber / tip was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.